Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a5, and a6: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an avance cs2 unit when it was alleged that the device alarmed for reverse flow and the bellows collapsed. It was alleged that the patient desaturated and experienced cardiac arrest. The patient was manually ventilated with an ambu bag and switched to another anesthesia machine. It was reported the patient recovered. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed and the root cause could not be determined. The gehc field engineer completed a review of the device and system logs and determined there was no malfunction of the gehc device. Therefore, the root cause of the patient desaturation and cardiac arrest is undetermined.